Event description:
This pt experienced swelling of the left upper arm which may have resulted from subclavian vein thrombosis of the pacemaker wire. Coumadin was administered and no further intervention is anticipated. All records indicate that this lead remains actively implanted. Should additional info become available, this event will be updated.